Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock. The patient had a ventricular fibrillation (vf) that was treated with anti-tachycardia pacing (atp), but following charge end, there was t-wave oversensing post ventricular pacing which led to the inappropriate shock. The device was changed parameter to prevent safety pacing. The device remains in use. No further patient complications have been reported as a result of this event.